Event description:
End-user reports, the skin located under the white tape collar, presented with circumferential redness and itching. Reporter states that prior to this product, she used sur-fit natura 2 pc durahesive (dh) convex moldable wafer and experienced a slight redness under the white tape collar as a result. This redness has become worse since the use of current product.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the esteem 1 pc - 1 pc drainable invisiclose drainable pch and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. According to end-user, she changes her pouch every 3-4 days. She applies stomahesive powder followed by a 3m no sting protective barrier spray. The peristomal area is cleaned with baby soap, then applies eakin cohesive seals. End-user was instructed to cut the white tape collar off her skin barrier receipt of samples. End-user was also instructed to use water and mild soap; one that did contain any lotions, moisturizers or creams, to cleanse peristomal skin. In addition, the use of a system without a white acrylic tape collar was recommended. Lastly, the end-user was instructed to call back if condition did not improve, and for any questions and/or additional instructions. No additional event/ patient details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.